Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for left ventricular (lv) lead automatic threshold test being turned off. The lv automatic threshold was detected as greater than programmed amplitude or suspended. Implanted device had not recorded recent episodes or out of range measurements. The crt-d remains in service. No adverse patient effects were reported.